Manufacturer narrative:
No definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device. Using two charite implants in one patient is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device. Device is approved for insertion at l4-s1, implantation of the device at l3/l4 goes against the recommendations made in the surgical technique, the instructions for use (IFU) supplied with each device as well as the information presented at the time of surgeon training.

Event description:
The company was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2004, at spinal locations l3/4, l4/5 and l5/s1 by a surgeon at hospital in another country. Subsequently, patient had discs removed from l3/4 and l4/5 vertebral spaces by another surgeon at another hospital. Explant date in unknown at this time. Patient is reported to have continued pain.